Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose and hospitalization. Customer's blood glucose level was 1159 mg/dl. Customer has been hospitalized two times in the last 3 months as a result of high blood glucose. Customer's blood glucose levels fluctuate rapidly, customer experiences neuropathy in their feet, legs and hands. Customer bleeds in both eyes and advised that they change the battery on the insulin pump 3 times a week. Customer advised the motor on the device is labored during the rewind process and low reservoir alert occurs when it truly is not low. Customer declined to speak to the 24 hour help line.